Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A trial patient reported they were experiencing diarrhea and had a bladder infection. The patient went to the ER and was given antibiotics.